Manufacturer narrative:
The ge service rep found both monitors were black. The system was shut down and he unplugged the workstation and removed the covers. The transformer was re-strapped according to service manual (113 and 0). System was re-checked and passed. Workstation brought to o.r. Where the system will be used the most. A measure of the wall voltage was 120 vac. System re-strapped for 120 volts, 125 and 6. System re-checked, operated correctly.

Event description:
The customer reported both were monitors black with boot-up. No patient injury was reported.